Manufacturer narrative:
One device was returned for evaluation. Under visual inspection it was noticed that the on left side of the tank cover it is exceeding the edge from the device. The tank cover was then filled with was and, that started to run out where the tank cover was installed incorrectly. After removing the tank cover it was noticed that this was also damaged. The complaint is confirmed. After replacing the tank cover and the gasket a long-term test was performed, and passed the functional test. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this product.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hotline had the enclosure cover broken which resulted in water leakage. No patient was involved.